Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the line of a small volume folfusor leaked; the line of the device was not wrapped around the bottle. This was observed while taking the device out of the original packaging for labeling. The device contained fluorouracil 3950mg in 115ml of 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between december 5, 2023 - december 7, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.